Event description:
The event report for this file was received from the chinese health authority. The patient underwent phacoemulsification for cataract extraction surgery, but was unable to remove the acrylic intraocular lens during the implantation process. After replacing it with another one, the intraocular lens was implanted normally. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).